Event description:
A customer reported that their insulin pump unexpectedly displayed a reset screen. There was no adverse impact on the customer's blood glucose level. Technical support explained that the reset was due to the pump¿s built-in safety features and provided instructions on necessary steps such as restarting cgm sessions and reloading the cartridge; the customer understood and preferred to perform these actions independently after the call. The case was then closed by technical support.